Manufacturer narrative:
Product event summary: the full lead was returned and analyzed. The outer insulation of the lead was extrinsically breached due to a cut. The inner insulation of the lead was extrinsically breached due to a cut. Visual analysis of the lead indicated damage at implant. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high thresholds. The rv lead was explanted and replaced. The second rv lead exhibited low impedance and visible insulation damage. The physician commented that the lead had to be "pulled hard to get through the sheath". The lead was explanted and replaced. No patient complications have been reported as a result of this event.